Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not boot up successfully, stalling at the loading screen due to software error. The rse recommended fse for onsite support. Later, to resolve the issue, the philips field service engineer (fse) went onsite and upgraded the software from version 2.2.7 to 2.2.10. After, the system returned to use in good working order. Philips has initiated a field safety corrective action (c&r 2025-igt-bst-012). The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It has been reported to philips that the system did not boot up successfully, stalling at the loading screen. The user performed a reboot, but the issue persisted. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.